Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned. No anomalies were noted to the distal tip or along the length of the catheter. Performance/functional evaluation: the patency of the guidewire lumen was tested by advancing an in-house 0.014¿ guidewire. The guidewire was loaded through the rapid exchange junction and exited the distal tip of the lumen with no issues. The guidewire was then inserted through the distal tip of the catheter and it exited the rapid exchange junction with no issues. The device was then inserted through a 5fr introducer sheath without issue. The device was then retracted without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed the reported catheter twisting and difficulty retracting through the introducer sheath, as the device performed properly under laboratory conditions. The investigation is inconclusive for the reported advancement issues, as the device passed patency testing with an in-house guidewire and sheath; however, the reported conditions of use could not be recreated (i.e. Patient vessel). The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction.

Event description:
It was reported that the recanalization catheter twisted and was unable to advance to the lesion after 15 seconds of activation in the tpt/peroneal artery. There was some difficulty in retracting the catheter through the sheath. There was no reported patient injury. Another recanalization catheter was used to complete the procedure.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.